Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. As reported, two .018¿ 300cm sv-8 steerable peripheral guidewires were used in the surgery, however, the devices were frayed. There was no reported patient injury. The devices were opened in a sterile field. Additional procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 35260702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the devices and the reported event. Without the return of the devices for analysis, the reported customer event ¿distal tip-wires - frayed/split/torn - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics (although not provided) or procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35260702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two .018¿ 300cm sv-8 steerable peripheral guidewires (pgw) were used in the surgery, however, the devices were frayed. There was no reported patient injury. The devices were opened in sterile field. The devices will be returned for evaluation.